Event description:
On (B)(6) 2017, a reporter for the lay user/patient (patient¿s daughter) contacted lifescan (lfs) alleging that the patient¿s onetouch ultra easy meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that on an unspecified date the patient obtained a result of ¿22.5mmol/l¿ on the subject meter which he felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes by self-adjusting his insulin doses and the reporter stated that the patient increased his insulin dose in response to the alleged issue. The reporter stated that at an unspecified time after the issue occurred the patient developed symptoms of ¿lightheaded, sweaty and thirsty¿ and that he self-treated with a (B)(4) chocolate bar. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.